Event description:
Piece of bolt cutter broke off while cutting the rod. Broken fragment landed off the sterile field and complete fragment was retrieved. Per the manager, it cannot be repaired. No harm to patient.